Manufacturer narrative:
Correction to aware date: correct aware date should be 02 may 2025. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert upon evaluation. It was noted that this patient recently had an unrelated surgery. Engineering analysis of device data confirmed that the bd alert was due to extended magnet application, most likely occurring during said surgery. The battery voltage was within expected range. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert upon evaluation. It was noted that this patient recently had an unrelated surgery. Engineering analysis of device data confirmed that the bd alert was due to extended magnet application, most likely occurring during said surgery. The battery voltage was within expected range. No adverse patient effects were reported. Currently, this s-ICD remains in service.